Event description:
Medtronic neurosurgery rec'd a report that a pt presented with lethargy, vomiting and increased ventricular size. According to the report the reservoir snap assembly came apart during revision surgery when the ventricular catheter was removed. It was further reported that the ventricular catheter was then subsequently removed in its entirety.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of mfg records showed no anomalies. This report is based upon info reported by others. It is unk what may have caused this incident. At the time of explant, the catheter is reported to have disconnected from the snap base. On (B)(6), 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.